Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure when closing the pocket, the patient went into pulseless electrical activity, blood pressure had dropped and breathing had stopped. Patient was diagnosed with cardiac tamponade, and a pericardiocentesis was successfully performed. Patient condition was normal post-procedure.